Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was not detected on the bus. The device was rebooted multiple times; however, drawer 1.1 continued to display as not detected on the bus, and the issue persisted. The field service engineer (fse) contacted the customer and was informed that a hard reboot had been performed, after which the drawer resumed normal operation. The customer verified that the drawer was functioning correctly. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1.1 displayed a "device not detected on bus" error. The device was rebooted three times; however, the issue persisted. Further troubleshooting included planning a full power cycle using the rear switch. The station was identified as critical, as it serves as a central unit for multiple departments lacking required medications during overnight hours, posing a risk of delay in patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.